Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Further information was received by the nurse. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Event description:
This report was received from (B)(4) and is a solicited report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal unknown and extraneal viaflex therapies for peritoneal dialysis (pd). It was not reported if dianeal unknown and extraneal viaflex therapies were ongoing. In (B)(6) 2010, the patient experienced peritonitis. It was not reported whether the patient received any remedial treatment or medical intervention. The cause of the peritonitis was unknown. On an unreported date, the patient recovered from the case of peritonitis. An opinion of causality was not reported.